Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted with suspected gi bleeding, shortness of breath, and an international normalized ratio (inr) of 4. No gi bleeding site was found; however, while hospitalized, the patient started showing signs of hemolysis. The patient's lactate dehydrogenase level peaked at 6445 u/l. On (B)(6) 2015, the patient's inr was 5, total bilirubin was 2.6 mg/dl, and laboratory values were worsening. The supratherapeutic inr was treated with oral vitamin k. The patient had been recently worked up for possible cardiovascular recovery. His ejection fraction was 40% and two [pump speed] turn down studies and two 6 minute walk evaluations found he met restage criteria. The pump was turned off in the ICU on (B)(6) 2015. The patient was stable and doing well at that time. On (B)(6) 2015, the patient's lvad was explanted. The patient remained stable and was discharged home on 04/06/2015.

Manufacturer narrative:
Approximate age of device - 4 months. The lvad was received for investigation. The evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The evaluation of the device confirmed the reported hemolysis. A direct correlation between the returned vad and the reported suspected gi bleed cannot be determined; however, the manufacturer's instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Acute, white deposition and loosely clotted blood were present in the returned portions of the sealed inflow conduit and sealed outflow graft. A soft, acute, non-laminated biological lining was wrapped around the outlet portion of the rotor. Additionally, small, red depositions were present in the proximal side of the outlet stator. These depositions were not adhered, lacked lamination, and lacked denaturing. A tissue-like thrombus formation was adhered around the inlet bearing cup and inlet bearing ball. The thrombus appeared to be coated in loosely clotted blood but showed evidence of lamination and denaturing, indicating that it likely developed on the bearings over an undetermined amount of time while the pump was operating. The observed depositions would have potentially contributed to the reported hemolysis symptoms. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions was performed and revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.